Manufacturer narrative:
"Vyaire medical file identification: (B)(6). Vyaire medical field service went onsite for low fio2 (fraction of inspired oxygen) alarm issue. As a resolution, oxygen blender of the ventilator was checked. The oxygen sensor was replaced and made necessary adjustments for proper operation of the ventilator. The ventilator is ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
It was reported to vyaire medical that the avea ventilator gives low fio2 (fraction of inspired oxygen) alarm. As of this time, there is no information about patient involvement associated with this reported event.